Manufacturer narrative:
Beckman coulter became aware of this event on (B)(4) 2014 when the malfunction was assessed and determined to be reportable. On (B)(4) 2014, the beckman coulter field service engineer replaced diluent lot number 3510540 with lot number 3510060 and the issue was resolved. (B)(4).

Event description:
The customer reported platelet background high failures on the unicel dxh 800 coulter cellular analysis system when using a specific lot number of coulter dxh diluent. There were no erroneous test results with this event. There was no death, injury or affect to user or patient treatment.